Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An ICU pt was undergoing cvvh dialysis. About 60 hours into the treatment, an external blood leak from the filter was observed. The treatment was terminated with an estimated blood loss external to the cartridge disposable of 100cc. No medical intervention was required and no serious injury occurred.